Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw tip of the silicone boot had detached. The jaws were somewhat burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder jaw boot cracked. The harvester noticed the crack but nothing fell in the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.